Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent an explant due to an unknown reason. No additional adverse patient effects were reported. The location of the explanted devices is unknown.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model number: sc-2218-70, serial: (B)(6), batch: 7074454, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model number: sc-2218-70, serial: (B)(6), batch: 7076948, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model number: sc-1232, serial: (B)(6), batch: 505575, UDI: (B)(4).